Event description:
It has been reported to philips that the allura xper fd10/10 system geo module was mechanically defective and required replacement. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the geo module was mechanically defective and required replacement. Fse checked and confirmed the reported issue. Upon troubleshooting, fse identified that geo module was defective. Fse replaced the geo module and checked the functions. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.